Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). The patient noted being able to palpate the device. A surgical procedure was performed in which the existing device was removed and replace. There were no patient complications.